Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that no faults or failures were found. The navigation system then passed the system checkout and was found to be fully functional. H6: b01, c19 and d14 apply to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735823, serial/lot #: -, ubd: , UDI#: h3, h6: no parts have been received by the manufacturer for evaluation. Codes fdm b17, fdr c20, fdc d15 are applicable to this analysis. H6: multiple fdd/annex a codes were reported. A05 was coded for mechanical problem. A0902 was coded for display or visual feedback p roblem. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that after images were loaded and the system had been left on for a few hours, the camera cart screen went black. The area sales manager (asm) unplugged the umbilical cord and did not reconnect camera cart to main cart. Asm continued working on main cart, while on main cart hamburger menu would open on its own when asm was selecting other areas of the screen. Asm booted system down and back on, issue persisted. The manufacture representative reseated video cable into camera cart monitor and had system on for two and half hours without being able to recreate black screen behavior. The rep noted that after reseating the touchscreen cable on the camera cart they saw the main menu button in the software open without user input. The rep plugged cable back in and found no issue. The rep noted that the touch screen cable felt loose on the main cart monitor and was able to move the cable side to side to recreate. The rep connected main cart monitor touchscreen cable into camera cart monitor and vice versa and was unable to recreate behavior. The rep then plugged the to uchscreen cables back into their respective monitors and was unable to recreate issue even when wiggling main cart monitor and touchscreen cable. The rep called to report that he found the wire clamp on the back of the main cart monitor to be very tight around the cables going to the monitors. The rep loosened the clamp and was unable to replicate the issues stated in complaint. The rep reseated high definition media interface (hdmi) cable on the back of the main cart monitor and noticed that the gold plating was chipped and the cable casing appeared to be damaged. The rep wiggled hdmi cable and did observe some video issues, but otherwise the monitor was displaying video. The rep was unable to replicate hamburger menu openings and closing without user input. No patient present.